Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the brake gap being out of specification and the gap cannot be readjusted to be within specification. A replacement of the drivetrain is required to remedy the problem. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. No physical damage was observed during the visual inspection. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.